Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that during use on a patient for an emergency percutaneous coronary intervention (pci) the cardiosave intra-aortic balloon pump (iabp) shutdown after an internal system error was displayed and a high alarm sounded. The iabp was swapped with a cs100 intra-aortic balloon pump (iabp) to continue therapy. The unit restarted after a while; however a high alarm sound was generated and the normal screen did not start. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the iabp unit was inspected at the service center after returning from the facility. The error cords #110, #111 and #112 were confirmed to have been recorded in the fault logs of this iabp unit. Although running test was performed with system trainer and demo balloon for 3 days, the issue would not be replicated. Therefore front end board, executive processor board and back plane board were replaced as a precautionary measure. After replacing of these boards, preventive maintenance was performed and running test was performed continuously for 10 days. This iabp unit worked normally. The customer returned the removed front end board, executive processor board and back plane board to national repair center for evaluation. The national repair center (nrc) received the parts for evaluation. The back plane board was observed per the cardiosave service manual with no visual damage. The national repair center installed the back plane board into the cardiosave test fixture and tested the back plane board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the back plane board shut down and unable to re-boot failure. The back plane board passed the test. Retaining the back plane board in the nrc per procedure. The front end board was observed per the cardiosave service manual with no visual damage. The national repair center installed the front end board, into the cardiosave test fixture and tested the front-end board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the front end board shut down and unable to re-boot failure. The front end board passed the test. Retaining the front end board in the nrc per procedure. The executive processor board was observed per the cardiosave service manual with no visual damage. The national repair center installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the executive processor board unit shut down and unable to re-boot failure. The executive processor board passed the test. Retaining the executive processor board in the nrc per procedure. The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The back plane board p/n 0670-00-1163 was observed per the cardiosave service manual with no visual damage. The national repair center installed the back plane board s/n (B)(6) into the cardiosave test fixture and tested the back plane board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the back plane board shut down and unable to re-boot failure. The back plane board passed the test. Retaining the back plane board in the nrc per procedure. The front end board p/n 0670-00-1164 was observed per the cardiosave service manual with no visual damage. The national repair center installed the front end board s/n (B)(6) , into the cardiosave test fixture and tested the front-end board to factory specifications per procedure and the cardiosave service manual part number. The nrc could not verify the front end board shut down and unable to re-boot failure. The front end board passed the test. Retaining the front end board in the nrc per procedure. The front end board 0670-00-1164 serial number (B)(6) went back to the supplier on 21 jul 2023. The executive processor board p/n 0670-00-0770 was observed per the cardiosave service manual with no visual damage. The national repair center installed the executive processor board s/n (B)(6) into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual part number. The nrc could not verify the executive processor board unit shut down and unable to re-boot failure.the executive processor board passed the test. Retaining the executive processor board in the nrc per procedure.the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure. The fat dept. Received part number 0670-00-0770exec. Processor board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier replaced j3. Ict, hi-pot, fct, and manual tests have been conducted. All results passed. The failure analysis and testing dept. Installed part number 0670-00-0770 exec. Processor board, serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual . The board passed testing. Retaining the board in the fat per procedure. The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) board from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier conducted a full circuit test resulting in fail (tst _drive_xducer zero), low value and found component u93 defective. The supplier replaced component u93. The board was retested and passed all testing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure. Part number 0670-00-1163 back plane board- failure not confirmed. Part number 0670-00-0770 exec. Processor board- failure not confirmed. Part number 0670-00-1164 pcb, front end, rohs, supplier found component u93 defective, therefore root cause is impossible to define.